Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that upon impaction, the threaded portion of the glenosphere inserter broke off inside the glenosphere. The broken portion was not sitting proud, and could not be retrieved from the glenosphere. The surgeon elected to leave the broken piece inside the patient. Surgery was completed successfully with a delay of approximately 5 minutes.

Manufacturer narrative:
Due to the current covid-19 pandemic it was not possible to inspect the product as the access to the facility is restricted. The investigation will be reassessed as soon as restriction is lifted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
Primary procedure, right reverse shoulder. It was reported that upon impaction, the threaded portion of the glenosphere inserter broke off inside the glenosphere. The broken portion was not sitting proud, and could not be retrieved from the glenosphere. The surgeon elected to leave the broken piece inside the patient. Surgery was completed successfully with a delay of approximately 5 minutes.